Event description:
Edwards received notification that a 91 year old patient with a 7300tfx27mm valve implanted in the mitral position, underwent a valve in valve procedure after an implant duration of eight (8) years and twenty-two (22) days due to stenosis and regurgitation (mean gradient 7mmhg). Reportedly, patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the surgical edwards device. As reported, patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of stenosis could not be confirmed by product evaluation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of moderate renal impairment and coronary artery bypass graft (CABG)x2 performed at surgical valve implant.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 91 year old patient with a 7300tfx27mm valve implanted in the mitral position, underwent a valve in valve procedure after an implant duration of eight (8) years and twenty-two (22) days due to stenosis. Reportedly, patient presented with shortness of breath. A 26mm transcatheter valve was successfully implanted within the surgical edwards device. As reported, patient was noted as to be discharged home.